Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the membrane switch was not allowing the cooler heater unit to go into cardioplegia mode. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The customer swapped the unit out before case and sent it to the user facility's biomedical engineer (biomed). The biomed is attempting to repair it himself. Technical support supplied the biomed with part numbers for the replacement components.